Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was further reported that the patient experienced an infection approximately six weeks post implant of the implantable pulse generator (ipg) system. Pocket dehiscence was noted and cultures were obtained following the removal of the ipg. A leadless implantable pulse generator (ipg) was implanted but the patient subsequently died. Cause of death was requested but not received.